Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectome did not cut at any frequency during a vitrectomy procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the vitrectomy function of the system does not work and is not cutting. The company representative examined the system and was able to replicate the reported event. The vitrectomy valve cable assembly was replaced to resolve the problem. The system was then tested and met all product specifications. The system was manufactured on november 8, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve cable assembly. (B)(4).